Manufacturer narrative:
G4: 11aug2020. B4: 27aug2020. The service engineer (se) inspected the device. The se could not confirm the low battery issue. The se found the o2 sensor was loose and leaking, extended self test (est) had low pressure and the touch frame assembly was damaged. The se tightened the o2 sensor and touch frame assembly was replaced. After tightening the o2 sensor all tests passed and the unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 10aug2020.

Event description:
It was reported that the ventilator alarmed a low battery. There was no patient involvement.